Manufacturer narrative:
(B)(4). Describe event or problem - correction to the following statement from the initial MDR: the sensor was inserted into the abdomen on (B)(6)2019.

Event description:
The sensor was inserted into the abdomen on (B)(6)2019. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient received a failed sensor alert during the night and noticed bleeding from the sensor area on the right-side of his abdomen. He removed the sensor, cleansed the area and noticed the sensor wire was missing. He went to the emergency department for evaluation. He received a tetanus shot and an x-ray, computed tomography (CT) scan and ultrasound were performed on the insertion site. The results were positive for a retained sensor wire. The patient was discharged home in stable condition. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined.